Manufacturer narrative:
Two reciproc files r25 8/100 25mm 025 in loose and ten unused reciproc files r25 8/100 25mm 025 were returned. The files in loose have been analyzed. One file is broken at the tip of the active part (torque), the second file is broken in the active part (torque). No material defect was found during analysis of the rupture patterns. Nothing unusual to report was found during dhrs review (batches #1630285, #1630284, #1622643, #1630289, #1630661, #1630327 and #1630657). The unused files have been evaluated and found in compliance with specifications. According to our prescriptions, we can consider that the vdw production batch #317448 is conforming (representative sampling). No fault was found, production meets specifications.

Manufacturer narrative:
Therefore, because this event resulted in medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, it is reportable per 21 cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it was reported that a reciporc blue broke during use. Apicoectomy was performed, treatment completed.